Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had leakage so the caller checked to see where the patient¿s stimulation was set at so they turned it on and hit the up arrow and it popped up at 6.2v. The painful stimulation was noted to be sudden. The patient yelled and was in excruciating pain, they were really bad. They called 911 and they wanted the patient to go to the hospital but the patient refused. The pain subsided quite a bit but the patient was hurting pretty badly. The morning of the report the patient was in discomfort but not hurting as badly. The caller stated they turned it off and hit the off button. The caller stated they called the managing healthcare provider and they said to call patient services and if they could not help to come into the office. Patient services offered to assist the caller with checking the current therapy status and decreasing amplitude however the patient declined so they are going to follow up with the healthcare provider. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient was seen in the office to help resolve the painful stimulation. The cause of the painful stimulation was that the stimulation was too high. No further complications were reported or anticipated.